Event description:
It was reported that the patient presented in clinic. Post implant procedure, it was noted that the atrial lead was found dislodged and revision procedure was scheduled. The reported lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.